Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The console was tested finding that high purge pressure, low purge flow, and purge fluid not detected issues were unable to be reproduced but were likely due a use-related cause. Console was able to detect the purge cassette/disc normally and the purge sensor assembly was visibly sound. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. Data logs were not available for the date of occurrence. The root cause of this issue was a broken purge retainer.

Event description:
The complainant reported that the 40-year-old male patient underwent successful impella 5.5 implant. The automated impella controller (aic) failed to recognize an installed purge cassette. The aic was replaced to resolve the noted issue and support continued. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.